Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds and was unable to capture at maximum output. The lead was programmed off until it could be replaced. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.